Manufacturer narrative:
(B)(4).

Event description:
The health care professional reported that the patient was seen on (B)(6) 2016 with complaints of tenderness to the incisional area. On (B)(6) 2016 the patient complained of swelling at the incision during a follow up appointment. The patient rated their pain at a 10 out of 10 and was taking kadian and oxy ir. During the patient&#62688;follow up appointment, the patient was alert and oriented, had fair gait and the movements of the cervical spine were within normal range. A gross motor deficit was noted in the upper extremities. The patient&#62688;sensations had decreased to (B)(6) in the right leg and (B)(6) in the left leg. It was noted that the incision sites were clean, dry, intact and healing well. The patient was in the ER from (B)(6) 2016 to (B)(6) 2016 with abdominal pain. Patient outcome was not provided. Indications for use include spinal pain. Follow up was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).